Event description:
It was reported that via remote transmission, high pacing lead impedance was observed. Further testing was recommended. Remote monitoring will continue. There have been no further incidences of high lead impedance.

Manufacturer narrative:
(B)(4).